Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of a type ia endoleak from a previously implanted graft. Aneurysm and vessel morphology was not reported. Initial plan was to snorkel the left renal and land the endurant cuff below the right renal for the proximal seal and land distally in the other manufacturer¿s migrated graft. After successful cannulation and placement of another manufacturer¿s constrained 6mm x 50mm graft into the left renal via the left brachial artery the physician gained access in the right groin for initial angio. Insertion of the cuff was restricted by the distal edge of the existing graft. Another manufacturer¿s 20fr. Sheath was placed to facilitate device delivery. Device passed with some difficulty but was eventually deployed exactly as desired. During device removal the tip capture mechanism remained "stuck" to one of the suprarenal crowns. The wire was pulled down to the soft portion at the tip and the graft delivery system moved more central but wouldn't release. The physician stated that the delivery system was difficult to manipulate due to the constraint in the sheath. The physician was able to release the crown but the graft displaced proximal and diminished the distal overlap. The physician added another manufacturer¿s 32mm x 4cm cuff at the overlap of the original bifur and the endurant cuff. Final run showed patent visceral arteries and resolution of the type I endoleak. No additional clinical sequelae were reported and the patient is doing fine.